Event description:
It was reported that, during procedure, the fiber connector was broken and there was no output energy. There were no patient complications reported.

Manufacturer narrative:
Upon receipt of the fiber at our quality assurance laboratory, the returned device underwent a thorough analysis. The fiber was retuned in two pieces. Microscopic inspection of the tip indicated it had normal degradation. The fiber could not be functionally tested due to the separation; therefore, the aim beam could not be observed.

Event description:
It was reported that, during procedure, the fiber connector was broken and there was no output energy. There were no patient complications reported. The device was returned, and analysis found a fiber body break.

Manufacturer narrative:
Upon receipt of the fiber at our quality assurance laboratory, the returned device underwent a thorough analysis. The fiber was retuned in two pieces. Microscopic inspection of the tip indicated it had normal degradation. The fiber could not be functionally tested due to the separation; therefore, the aim beam could not be observed.